Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of {insert name of primary code} was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a routine generator replacement, it was observed that the insulation of the implantable lead had sustained damage due to an acute bend in the lead. Despite this finding, all lead functions were stable. The physician opted to retain the existing lead and will monitor for any future complications. The patient is scheduled for regular follow-up appointments. The lead remains in service, and no adverse patient effects have been reported.

Event description:
It was reported that during a routine generator replacement, it was observed that the insulation of the implantable lead had sustained damage due to an acute bend in the lead. Despite this finding, all lead functions were stable. The physician opted to retain the existing lead and will monitor for any future complications. The patient is scheduled for regular follow-up appointments. The lead remains in service, and no adverse patient effects have been reported.